Event description:
It was reported that the patient was implanted 1.5-2 weeks prior to the report. There was nothing wrong with the stimulator. The position of the implantable neurostimulator (ins) was bothering the patient. They took the staples out the week prior, they did not remember if it was may 26 or 27. After they took the staples out the patient noticed the ¿top box¿ shifted or something. It was giving the patient pain whether the ins was on or off. It was getting worse. The patient called the healthcare provider (hcp) office and talked to the nurse. The nurse instructed the patient to call the manufacturer. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).